Event description:
It was reported that during a cholecystectomy procedure, the device had functioned properly, but the clip was not fed into the jaw when it was used for the right gastric artery. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Device fired through lockout, empty. Evaluation summary: the analysis results found that the el5ml device was received in good visual condition. When testing the device for functionality, it was noted to be empty and the lockout was fired through. The clips could not be fed into the jaws as the instrument was returned empty. Please note the device contains a last clip lockout feature designed to increase the force required to close the trigger, thereby reducing the possibility that the empty jaws will be closed on a vessel. If the trigger is forced closed, once the last clip closed has engaged, the jaws may remain closed. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.